Event description:
One cypass stent clogged in a very short period causing a severe migraine headache and deterioration of vision, including significant increase of pressure in one eye and significant drop in eye pressure in other eye requiring emergency hospitalization and an overnight stay. What was an initial positive outcome in the first few days resulted in a negative effect of the drop in eye pressure over a long-term basis and a significant negative hardening of the cornea in the one eye with loss of vision initially gained from the cataract surgery and no value of reducing the eye pressure in the other eye. Ophthalmologist performed surgery with excellence. Continuing monitoring of the position of the cypass stents required over the life of the patient as well as monitoring eye pressure for any changes requiring additional evasive measures.